Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air and effluent low pressure alarm occurred during a routine hemodialysis treatment. The operator was unable to recover from the alarms. Rinseback could not completed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned for evaluation. The exact cause of the air and pressure alarms cannot be determined; however, the user's guide states that these alarms are most likely indicative of vascular access flow problems. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.